Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that may have contributed to the reported vasospasm. Vessel spasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported vasospasm was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00470. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace) and a penumbra system 3max reperfusion catheter (3max) and complete revascularization was achieved with no complications. However, the physician reported that the patient had a vasospasm in the right carotid artery, which was resolved during the procedure. Three months after the procedure, the patient did well and had no neurological deficits. The physician reported the vasospasm as a non-serious adverse event with a possible relationship to the penumbra system and a definite relationship to the angiographic procedure.